Event description:
The IV needle was placed in the basilic vein. Experienced difficulty placing the guidewire. When the IV needle and introducer were removed together, the guidewire broke off and a piece of it was left in the introducer. They are not sure if a piece remained in the patient. The facility will call when xrays are completed to confirm piece does not remain in patient.